Manufacturer narrative:
Findings: unit received with critical pump error (open book image) with audio tones and power error 35 noted in history download due to moisture damage on the force sensor. No unexpected flashing red led/notification light noted during testing. The electronic assembly and motor had moisture damage. Unit had minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 48 mg/dl. The customer stated beeps without message in display. Customer stated that there is no alarm in memory and flickering notification light. Customer stated the anomaly happened during normal use. Customer insists on changing pump. The customer was asked verbally and in written form to return broken pump for analysis.